Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The attorney's legal claim alleges the patient experienced pain, infection, urinary and bowel problems. The medical records provided do not support the allegation of an infection made by the attorney. While there is no medical records to support the allegation of infection, the warning section of the instructions-for-use does state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the information provided the patient's post op urinary retention appears to be due to a weak bladder secondary to the patients diabetes and does not appear directly related to any type of device malfunction alleged with the flat mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with stress urinary incontinence and underwent a urethral sling procedure with implant of a bard flat mesh. On (B)(6) 2007 - the patient was diagnosed urinary retention and underwent a cystoscopy procedure with dilation of the urethra. Per operative indications "the impression was that the patient has a weak bladder secondary to diabetes and is just not able to generate enough pressure to overcome the resistance due to the sling procedure." The operative details did not mention any visualization of the bard flat mesh. On (B)(6) 2007 - the patient was diagnosed with urinary retention and a neurogenic bladder secondary to her diabetes. The patient was given the option of keeping a foley catheter or placing a suprapubic catheter, or removing the sling resulting in incontinence. The patient decided for removal of the mesh and underwent an elective ureterolysis and removal of the bard flat mesh sling. On (B)(6) 2017 - the patient underwent a urethroscopy, laser ablation of urethral calculus/foreign body. Per operative details, the surgeon felt that the urethral calculus/foreign body "may be related to a previous tvt sling procedure as at one point a suture was felt and identified which was uncolored." The attorney's legal claim alleges the patient experienced pain, infection, vaginal scarring, urinary and bowel problems.

Event description:
As reported on (B)(6) 2017, the following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with stress urinary incontinence and underwent a urethral sling procedure with implant of a bard flat mesh. On (B)(6) 2007 - the patient was diagnosed urinary retention and underwent a cystoscopy procedure with dilation of the urethra. Per operative indications "the impression was that the patient has a weak bladder secondary to diabetes and is just not able to generate enough pressure to overcome the resistance due to the sling procedure." The operative details did not mention any visualization of the bard flat mesh. On (B)(6) 2007 - the patient was diagnosed with urinary retention and a neurogenic bladder secondary to her diabetes. The patient was given the option of keeping a foley catheter or placing a suprapubic catheter, or removing the sling resulting in incontinence. The patient decided for removal of the mesh and underwent an elective ureterolysis and removal of the bard flat mesh sling. On (B)(6) 2017 - the patient underwent a urethroscopy, laser ablation of urethral calculus/foreign body. Per operative details, the surgeon felt that the urethral calculus/foreign body "may be related to a previous tvt sling procedure as at one point a suture was felt and identified which was uncolored." The attorney's legal claim alleges the patient experienced pain, infection, vaginal scarring, urinary and bowel problems. Addendum based on additional information provided by patient: it is alleged that on 5/31/2017 the patient underwent ureterolysis with removal of the bard/davol flat mesh due to urethral sling mesh erosion. Patient alleges bodily injuries resulted from the implant of the bard flat mesh product: abdominal pain, pelvic pain, infection, vaginal scarring, bowel problems and recurrence of stress urinary incontinence.

Manufacturer narrative:
Addendum to previous report. This supplemental emdr is being sent due to allegation that patient underwent removal of the bard/davol flat mesh on (B)(6) 2017 due to urethral sling erosion; however, the sample was not returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The date of event has been updated to reflect the explant date. The additional information provided was limited, and as such, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.